Manufacturer narrative:
Product analysis findings: the pipeline flex braid (model: ped-475-18, lot: b073000) was returned within a shipping box; and within small plastic bio-pouch. There was no pipeline flex pushwire or catheter returned for analysis. Therefore, analysis could not be performed and conformance to specification could not be assessed. The distal and proximal ends of the pipeline flex braid were found fully opened and slightly frayed. In addition, the middle section of the braid was also found fully opened and no damage. No other anomalies were observed. Based on the returned device, the pipeline flex was not confirmed to have failure to open at the middle section as the pipeline flex braid appeared fully opened and no damage. However, the cause for damage could not be determined. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: however, based on the customer's image, the pipeline flex was confirmed to have failure to open at the middle end as the middle section of the pipeline flex braid appeared not opened. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline only opened in the distal segment, and then failed to open in the middle. It was noted the stent was positioned in a bend, less than 50% had been deployed, resheathing was performed more than twice, and no additional steps were taken in an attempt to open the pipeline. Upon removal, it was noticed the stent was severely constrained. A replacement stent was used to complete the procedure with no reported issues. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left carotid artery with a max diameter of 9 mm and a 4 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was adm inistered, and the platelet reactivity units (pru) level was 300.